Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad issue. Customer¿s blood glucose level was 125 mg/dl. Customer reported that the keypad was unresponsive after exposed with moisture. Customer reported that the number was not ramping on screen. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis

Manufacturer narrative:
Device was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. Device was also received with damage display window cover, case cracked behind the pump near the battery compartment and cracked battery tube threads.